Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient that received an appropriate shock for slow ventricular tachycardia. The device oversensed wide complexes intermittently leading to a ventricular fibrillation diagnosis. It was also noted that while in vt there was some intermittent t-wave oversensing. Programming changes were made.